Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The lesion was located in a mildly calcified interior tibial artery. The sterling 2.5mm x 40mm x 145mm balloon catheter was advanced to the lesion and on the initial inflation of 15 seconds burst at 5 atms. The procedure was completed with a sterling 3.0mm balloon catheter. No patient injuries or complications occurred. The patient's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.